Event description:
(1/2 reference (B)(4) for all related complaints)(documenting pump) it was reported that no disposable clamp tubing alarm was experienced. Upon restart, pump alarms no disposable pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged while pressing green flow stop down. Air bubbles are present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Process repeated and alarm persists. Patient not affected. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged while pressing green flow stop down. Air bubbles are present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Process repeated and alarm persists. Pump is off, tubing is clamped no further information available.